Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the bipolar loop has snapped during the procedure and needs to be retrieved from patients cavity. No harm to the patient, user or third reported.

Manufacturer narrative:
As the broken surfaces show a ductile appearance, which indicates a forced break, it is most likely that the electrode got exposed to excessive force during application. Correction is made to clarify that the product was returned the same day the manufacturer was notified of the initial report. This information is provided in section d9 of this report. The event is filed under internal karl storz complaint ID: (B)(4).